Event description:
Customer received a blood glucose result of 98mg/dl at 9:30pm. At 10pm the customer took their regular dose of insulin. Within 15 minutes the customer started feeling sweaty and retested and received a result of 28mg/dl. The customer ate some food and called 911. Paramedics arrived and the customer was given 15g of glucose paste. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.